Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise. It was also noted that the lead was fractured at the header. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
A partial lead was returned in three pieces, the connector portion measured 9.4 cm, the middle portion measured 9.4 cm and the distal portion measure 50.3 cm. Visual inspection of the lead found external insulation abrasion noted at 46.0 ¿ 46.1 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.